Manufacturer narrative:
It was reported that a revision surgery was performed due to on going pain. Head, cup and liner were removed. The associated cobalt chrome femoral head, acetabular liner and r3 3-hole acetabular shell, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the head and the shell did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. Liner information was not correctly provided. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. A medical analysis noted that based on the limited information provided and diagnostic images, the root cause of the reported ongoing pain cannot be determined but if it was due to the stated ¿insufficient offset¿ as noted by the surgeon then this would be an issue due to the device selection and procedure planning. The impact to the patient beyond the revision cannot be concluded at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2019 due to ongoing pain. Head, cup and liner were removed; new devices were inserted.